Event description:
The user facility reported an employee "slipped but did not fall" on lubricant leaking from their amsco 7052hp washer/disinfector. The leak was quickly contained and the employee continued working. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 7052hp washer/disinfector and found the check valve that supplies lubricant to the unit was damaged resulting in the reported event. To resolve the issue, the technician replaced the check valve. The technician tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. The check valve subject of the reported event was discarded by the user facility and is not available for evaluation. The amsco 7052hp washer/disinfector subject of the reported event is not under steris service agreement for preventive maintenance. The user facility is responsible for all maintenance activities. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.